Event description:
A malfunction on the pump was reported by the caller, and it was noted that the pump was wet prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support decided to replace the pump, sending a replacement with updated software. The customer was informed about the training available in their tandem source account and instructed on how to handle the replacement and return of the malfunctioning pump.